Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, chest injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female who underwent a revision breast augmentation with a mentor memorygel, 600cc silicone prosthesis experienced bilateral symptomatic rupture and bilateral chest injury post procedure. The patient was in a car accident. The matter was diagnosed through patient symptoms and during surgery. As a result, patient underwent bilateral replacement as follow: right: catalog: smpx490, serial number: (B)(4), left: catalog number: smpx490, serial number: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation completed on december 14 , 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant was found ruptured, in addition, was received in three parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).